Event description:
General report received of an unspecified number of undocumented incidents of loss of suction. After unspecified lengths of time in use, it was reported that "suction ceased before the liners filled." There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
Devices were received. Investigation is not completed. (B) (4). (B) (4)